Event description:
Boston scientific received information that this lead had previously been turned off in 2006 after causing muscle stimulation. Most recently the lead was reported to have displayed high pacing impedances and pacing thresholds. The lead was capped during a routine pulse generator change out procedure. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.